Event description:
Additional information clarified the patient was unresponsive during insertion of the microelectrode into the thalamus, with hypotension.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced hypotension during the beginning of the surgical procedure. There was an abnormal drop in heart rate and blood pressure after the burr hole was drilled. It was noted that it could have been caused by a reaction to thalamic penetration. The procedure was aborted and the patient was admitted to the hospital. (B)(6) 2013 - clinical (hcp/sdy/rep): no new info. (B)(6) 2013 - clinical (hcp/sdy/rep): corrected 5-24 entry with new information.

Event description:
Additional information reported that the patient outcome was, as of (B)(6) 2013, noted as resolved without sequelae.